Event description:
This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d11: concomitant devices (unknown screws) reported in initial report are impacted (reportable) devices and no longer considered as concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient underwent hardware removal of a distal radius variable angle (va) lcp plate and screws on (B)(6) 2019 due to a decrease in range of motion. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity#4). This is report 2 of 5 for (B)(4). This report is for an unknown screw. (B)(4) captures the post-op events and hardware removal and is linked to (B)(4) which captures the intra-op screw breakage which occurred during the removal